Manufacturer narrative:
(B)(4). Updated to device not available for evaluation as only the bags were returned for evaluation. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred while the patient was performing peritoneal dialysis therapy. There was nothing unusual found that would cause or contribute to the alarm. The patient started over with all new supplies to finish therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.